Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of an evoque procedure in tricuspid position where on post-operative day (pod) 4, the patient had an av block third degree and a single-chamber leadless pacemaker was implanted on pod 5. The patient recovered with sequelae.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labelling review, analysis of images. The complaint was confirmed with other empirical evidence via information reported by an edwards clinical specialist. While imagery was provided and evaluated, the evaluation cannot confirm the presence of conduction disturbance. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required. Imaging confirmed unsustained premature ventricular contractions, however could not distinguish if the evoque system or guidewire caused the conduction disturbance. Event may have potentially been influenced by patient health factors, however, a definite root cause is unable to be determined. According to the IFU, conduction disturbances, potentially requiring treatment like a permanent pacemaker, are known risks. These events are often linked to pre-existing cardiovascular conditions and may be worsened by anesthesia or intra-operative medications. Other possible causes include coronary obstruction (e.g. Air embolism, spasm, or edema near the av node). Transcatheter procedures can also trigger conduction issues due to direct interaction with cardiac structures, especially in predisposed patients. The valve's design, which applies radial force and anchor interaction to the septum, may contribute to such disturbances, though a definitive root cause cannot be determined.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, and h11. Additional information was received that the date the pacemaker was implanted changed to pod 6, and not pod 5 as originally reported.